Event description:
A hospital rep reported that during vitrectomy surgery, the system displayed a message indicating that the laser could not be moved into the ready state. There was significant delay, but the procedure was completed and there was no pt harm reported. Add¿l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803356 when add¿l reportable info becomes available. (B)(4).